Event description:
It was reported the physician was having issues during insertion. The spring wire guide became "shredded" above the hook. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded and will not be returned.